Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During plif surgery for stenosis, the tip of the vertebral cutter fractured during cutting vertebral disc. There was no adverse outcome to the patient due to the event.